Event description:
(B)(4). After the essure was implanted I soon after experienced abdominal pain and discomfort. Within the past 6 years I have been on antibiotics for uti's along with permanent bloating. Joint pain, hair loss, night sweats, heart palpitations, heavy painful periods, fibroids, polyps, cysts, endometriosis, fatigue, hives due to the nickle allergy. And for years I've been told this is all in my head.... I was 100% healthy before essure. Essure has taken so much of my life away from me. And I just want the coils out of my body so I can reclaim myself and become the woman I once was.